Event description:
A surgeon reported following intraocular lens (iol) implant surgery an add'l procedure was performed to rotate the iol with an anterior vitrectomy. No further info is expected.

Manufacturer narrative:
Eval summary: the complaint device was not rec'd for eval. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. A completed questionnaire was rec'd from the surgeon on 01/09/2012 and 01/17/2012. No further info is expected. (B)(4).